Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 6 devices were difficult to load, toggle, and unload. The surgeon was able to use a device and pass one stitch, but any attempts after that were unsuccessful. Multiple attempts with toggling were made, the device felt stuck, and had needles break during toggling attempts outside of patient. The surgical time was extended for 30 minutes or more. Another device was used to complete the case. There was no patient injury.